Manufacturer narrative:
The device was returned to olympus for inspection and the user issue was confirmed. A root cause could not be identified. Based on the results of the investigation, no probable cause was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the powerseal curved jaw sealer and divider exhibited a i764 incomplete seal cycle error message. There was no patient involvement.